Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number 2017865-2022-46483. It was reported that right ventricular (rv) noise resulting in oversensing was noted, the inductive telemetry of the device was slow, and the device was unable to be reprogrammed. During the replacement procedure, the device was pacing at the magnet response rate and did not change with reprogramming of the rate. The inappropriate magnet response was able to be addressed by programming to disable the magnet response. Abbott technical support was contacted and the device was found to have been stuck in magnet mode. Additionally, during the procedure, discoloration of the header was observed. The device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.